Event description:
Difficult to slide the black apex holder knob toward the gray guidewire luer: a stent-graft (28-n4-32-209-32u) was initially implanted in a tevar for the descending aortic aneurysm. However, the stent-graft did not fully seal the proximal landing zone, resulting in endoleak type 1a, therefore it was decided to add another stent-graft to treat the endoleak. The stent-graft concerned (28-n4-32-164-32u) was additionally inserted into the proximal landing zone and deployed proximally from the end of the distal arch. The black apex holder knob (no.3) was rotated to release the apex holder and slid toward the gray guidewire luer, however, the knob returned to its original position like a spring. Considering the possibility that bowing of the delivery system or other defect prevented the stainless steel rod from moving smoothly, the delivery system was advanced proximally to release the tension on the delivery system. The black apex holder knob then became able to be slid firmly into the gray guidewire luer and the apex holder was released successfully. After the delivery system was removed from the patient, the final angiogram revealed no endoleak, so the procedure was completed successfully. Operation type: tevar for a descending aortic aneurysm amount of blood loss: unknown ancillary devices used: lunderquist extra-stiff double curved relaypro (28-n4-32-209-32u) proglide ((B)(4)) patient outcome - "no health damage to the patient."

Event description:
Difficult to slide the black apex holder knob toward the gray guidewire luer: a stent-graft (28-n4-32-209-32u) was initially implanted in a tevar for the descending aortic aneurysm. However, the stent-graft did not fully seal the proximal landing zone, resulting in endoleak type 1a, therefore it was decided to add another stent-graft to treat the endoleak. The stent-graft concerned (28-n4-32-164-32u) was additionally inserted into the proximal landing zone and deployed proximally from the end of the distal arch. The black apex holder knob (no. 3) was rotated to release the apex holder and slid toward the gray guidewire luer, however, the knob returned to its original position like a spring. Considering the possibility that bowing of the delivery system or other defect prevented the stainless steel rod from moving smoothly, the delivery system was advanced proximally to release the tension on the delivery system. The black apex holder knob then became able to be slid firmly into the gray guidewire luer and the apex holder was released successfully. After the delivery system was removed from the patient, the final angiogram revealed no endoleak, so the procedure was completed successfully. Operation type: tevar for a descending aortic aneurysm amount of blood loss: unknown ancillary devices used: lunderquist extra-stiff double curved relaypro (28-n4-32-209-32u) proglide (tc#: (B)(4)) patient outcome: "no health damage to the patient."